Event description:
It was reported that this malleable device stopped working; therefore, a replacement surgery is needed. There were no patient complications, and no additional information was reported.